Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-50 serial number: (B)(6). Batch/lot number: 5001559 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50 serial number: (B)(6) batch/lot number: 5001584 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: batch/lot number: 34808545 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
The patient was admitted to the hospital presenting with edema and swelling, accompanied by significant unintentional weight loss over several pounds.